Event description:
Pulsavac plus fan kit began making a weird noise before it was attached to suction. Once appropriately connected the device would not suction or provide irrigation. This occurred before procedure began so device was replaced and never came in contact with patient. Ref: 00-51504-7500. Manufacturer response for pulsavac plus fan kit b, pulsavac plus fan kit b (per site reporter). [Redacted date] [redacted name] emailed rep [redacted name] with complaint, requesting a credit and specifying the location of the device in case they want it returned. [Redacted date] initial contact, per van this is a single use, disposable item.